Event description:
Customer reported the work station will not boot. No pt harm reported.

Manufacturer narrative:
The system was repaired, found to be operating as intended, and released to the customer for use.